Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that there were only two functional buttons on the customer's insulin pump; the rest of the buttons were stuck. The patient's blood glucose at the time of incident was 7.8 mmol/l. Troubleshooting was initiated for the keypad anomaly. The caller confirmed that the pump was not exposed to moisture. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened keypad dome. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector closed properly during the visual inspection.